Manufacturer narrative:
Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. An apex balloon catheter was advanced for dilatation; however, it was noted that the shaft broke in half. The device was completely removed from the patient. No patient complications were reported.